Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested and all results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported on (B)(6) 2011 he received a higher than feels reading of 189 mg/dl on their adc meter and took his regular dose of insulin. The customer reportedly felt "sweaty, faint and passed out on the floor resulting in a broken ankle." The customer reportedly self-presented to their healthcare provider, was put into a cast and given 5mg-10mg of lortab for pain. In addition, the customer ate food in an attempt to counteract the event. Neither diabetes-related diagnosis nor treatment was reported. There was no report of death or permanent impairment associated with this medical event.